Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Event description:
It was reported that following the ablation procedure, the patient experienced renal/kidney failure. The patient was hospitalized, diagnostic tested and consulted with a nephrologist. While the patient has not been discharged yet, they are expected to fully recover. It is unknown if the device will be returning for analysis.

Event description:
It was reported that following the ablation procedure, the patient experienced renal/kidney failure. The patient was hospitalized, diagnostic tested and consulted with a nephrologist. While the patient has not been discharged yet, they are expected to fully recover. It is unknown if the device will be returning for analysis. It was further reported that t he patient made a full recovery and was discharged. The device is not returning as it has been disposed.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available because the device has been disposed. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. Correction to the initial MDR in block(s) b5.